Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that previous to the control of seizures the patient showed very strong atonic seizures. X-rays were taken and sent to manufacturer for review. Review of x-rays did not identify any gross discontinuities with the vns system. No known surgical interventions have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.